Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign objects in air/water cylinder and air/water tube, and corrosion on light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for corrosion on light guide lens was traced to component failure. However, the most probable cause for white foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.